Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assembly and observed that several components (inductors l4 and l2, and diode cr15) were broken due to customer damage.

Event description:
It was reported that the device would not operate on battery power. There were no reports of pt use associated with this event.